Manufacturer narrative:
The act button was unresponsive due to flattened button dome switch. Slow running motor during rewinding was not verified due to unresponsive button. However, motor passed motor test. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customr's act button on his insulin pump was sticking and that the motor was very slow during the rewind sequence. The customer stated that there were no significant events leading up to the keypad issues. The customer also mentioned that the delivery of his insulin was much slower than normal. The customer's blood glucose was 120 mg/dl. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.